Event description:
It was reported that pump displayed recurrent malfunction alarm malf 1 with fault ID malf 1-0x200c, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer reset pump but issue recurred, so technical support arranged replacement pump within warranty, instructed customer to use backup insulin therapy, put pump into storage mode, program settings and connect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.